Manufacturer narrative:
Insulin pump unable to perform the displacement test due to completely broken off reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damaged at reservoir compartment. Customer¿s blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.